Event description:
The physician successfully deployed a complete self expanding (se) peripheral stent in the right renal artery. During removal of the delivery system the tip got caught on the stent struts pulling it back proximally. Another complete se peripheral stent was placed to cover the area and during removal of the delivery system the tip got caught on the stent. The physician was able to successfully remove the delivery system. The devices were been used in an aaa procedure and were placed inside a covered stent to help reinforce the stent. The patient was having problems with renal fixation post procedure.

Manufacturer narrative:
(B)(4): evaluation - results - (root cause undetermined - limited information/device not received for evaluation). Unapproved use of device (device not indicated for use in the renal artery).